Manufacturer narrative:
Corrected data: upon further review, it was noted based on iol replacement information and product investigation results, the reported complaint is no longer considered a reportable event. The explanted intraocular lens (iol) was a zcu300 cylinder with 18.5 diopter and the replacement lens was zcu375 cylinder with 20.0 diopter and the product investigation lens diopter results confirmed that the production order was released within diopter specifications. Therefore, the provided information indicates a calculation issue and not a product problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcu300 intraocular lens (iol) was explanted due to hyperopic results, blurry distance visual acuity (va). Patient noticed blurriness more after the other eye had cataract surgery and was crisp. Issues were noted during postop visit on (B)(6) 2021. The explanted lens was replaced with a new toric iol. There was an incision enlargement, but no sutures or vitrectomy were required. Outcome: 20/30 +2 blurry. Va pre-op: 20/50. Va post-op: 20/30 +2 blurry. Manifest refraction (mrx) +1.25- 0.50 x 75 20/20. No other information was provided.